Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had a system failure. The patient was switched to another unit. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The iabp was reported to have been sent to biomed. If any pertinent information is received in the future, the complaint will be reopened or updated accordingly.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. Suspect device originally distributed as a cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling.

Event description:
N/a.